Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) scan done with an MRI conditional system. The device was programmed to the appropriate settings for the scan. The patient had normal sinus rhythm prior to the scan and developed atrial fibrillation (af) during the scan. The radiologist questioned whether the development of af could have been caused by the device pacing in a non-sensing mode or if it was coincidental. The patient was started on medication for the af. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.